Event description:
Labor was complicated by fetal tachycardia with a baseline about 160, multiple variable decelerations and some late decelerations. The infant was in a vertex occiput anterior position. Attempts were made to assist the delivery with vacuum extraction. Despite 10 applications of the vacuum, the vaginal delivery was unsuccessful and the mother was taken to surgery for a category two cesarean section. The infant sustained a subgaleal hematoma.